Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 365-372 mg/dl. A system check was performed and the pump time was found to be incorrect by 1 hour; cause was not known. A correction bolus was delivered to address bg and the pump time was adjusted.